Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 5 years ago during the clinical trial. Aneurysm and vessel morphology were not reported. It was reported that the patient expired. The cause of death is unknown, and no additional information was provided.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile.relevant patient health history and preexisting medical conditions and well as result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source of infection or patient non-compliance with post-op wound care directions.this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow up from the facility provided additional information that the patient had risk factors of: history of smoking, hypertension, uncontrolled type ii diabetes, obesity, and acid reflux. The original procedure was a right shoulder arthroscopy with subacromial decompression. At the patient's first post-op visit (approximately 10 days after initial surgery), there was no mention of complaint or complication. Approximately two months post-op, the patient came into the clinic with signs of infection (capsular tightness and erythema around the incision site). He was started on oral cleocin. Two days later, he underwent a diagnostic arthroscopy with open irrigation and debridement and revision of the rotator cuff repair. The patient was given a one-time dose of vancomycin prior to the second surgery. Cultures were taken on the day before and the day of the second surgery; neither culture had growth. The day after the second surgery, the patient received a PICC line; home health started IV cubicen daily for approximately three weeks. He was also started on oral levaquin daily for approximately three weeks. He was seen in the clinic one week after the second surgery at which time the surgeon reported the patient's wound looked good with no erythema. The surgeon will continue to monitor his status.based on the follow-up information provided, a definitive cause for the post-operative infection could still not be determined. In addition to a nosocomial source of infection or patient non-compliance with post-op wound care directions, the patient's health history and preexisting medical conditions may have contributed to the reported event.

Event description:
It was reported that a patient developed a post-op infection following a rotator cuff repair. The reporter stated that an infection was found around three out of four implants which were also found to be free floating in the joint space. The fourth implant, which was reported as from a different lot lumber, had no infection. Date of implantation, symptoms, treatment, current condition, and patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.